Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2017 that on (B)(6)2017, that the receiver would not charge. No additional event or patient information is available. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was powered on and found to be perpetually rebooting. The receiver case was opened and the ui board board was detached from the receiver and the receiver log was downloaded. The receiver log contained firmware errors and a screen error alarm. The complaint was confirmed. The root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.